Manufacturer narrative:
The device was returned to the factory for evaluation. It showed signs of clinical usage and evidence of blood. A visual inspection did not identify any non­ conformities. The btt balloon was inflated with 25 cc of air through the balloon inflation port. No blockages were observed in the insufflation tubing; however, the balloon of the btt inflated asymmetrically. While we are unable to conclusively determine a root cause, the reported event is likely attributable to overinflation of the balloon. Per the device IFU, "overinflation of the btt port balloon may result in balloon rupture. Do not inflate with more than 25 cc of air." Based upon the evaluation results and the received condition of the device, the reported complaint was confirmed. A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. Internal file number: (B)(4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the btt short port was not getting insufflation as air was leaking out of the tubing. A replacement device was used to complete the procedure. The hospital did not report any patient effects.